Event description:
The sale representative reported via phone, the customer was having problems with the reservoir leaking insulin. Customer went through filling techniques with doctor and company representative. Cause of leak was not determined. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.